Event description:
It was reported that an asymptomatic patient presented in clinic, the right ventricular lead exhibited loss of capture and sensing anomaly. The lead was explanted and replaced on (B)(6) 2015, without any adverse events during the procedure. The patient would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).